Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported to physio-control that this device was reported to have lost power. The customer was unable to provide any information regarding the use of the device during the reported failure. It is unknown if the device was being used on a patient at the time of the reported failure.